Manufacturer narrative:
Interrogation of the pump found that it was delivering baclofen at a concentration of 1,000 mcg/ml with a dose of 244.2 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a non-significant anomaly of a tear in the seal near the guide ring. Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 18-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 1000 mcg at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient experienced an increase in spasticity, an increase in tone, and greater stiffness. The date of event was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The symptoms were reported to a physician who saw the patient and checked the pump¿s residual volume which was accurate. The physician, described as being a neurosurgical fellow, also did a catheter access port (cap) test which had good flow. The date of the cap test was unknown. The pump and pump segment of catheter were replaced. A physician had also cut the pump segment and replaced this thinking that it may have not been on squarely and could have been the cause of the patient¿s withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and body weight were requested but would not be made available due to legal/confidential reasons. The lot number of gablofen received via the pump and other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The pump was in possession of the company representative and was to be returned to the manufacturer. It was noted that the healthcare provider had no further information. No further patient complications have been reported as a result of this event.